Manufacturer narrative:
This report is being filed under exemption e2012068. (B)(4). On 2017-jun-08 arjohuntleigh was notified about the incident that occurred in (B)(6), us, while using the arjohuntleigh system maxi sky 600 ceiling lift with sling. It was reported by the resident's relative that the clip detached from the spreader bar pin with the resident in the sling, resulting in resident's fall. The resident sustained a "minor bump on the head [...] As the resident came out of the sling, which ended up with an abrasion on her thigh which developed into a deep hematoma. Complications from this and pre-existing conditions led to an extended hospital stay. Over the next few days, the hematoma swelled and the resident developed topical cellulitis. Initially treated with antibiotics. Hospital needed to incise and drain the hematoma (surgical debridement)". Moreover, a "leg was twisted and bruised but no broken bones". It was stated also that while maneuvering the sling during toileting there may have been some shifting of the resident weight, which might resulted in clip detachment. The maxisky 600 is a ceiling lift used to facilitated caregivers in transferring immobile patients. The maxi sky 600 is used with a wide range of passive clip sling accommodated to different patients weight. A sling has four clips that are attached to the spreader bar of the maxi sky 600 lift on the pin. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. The internal performed simulation, revealed that, there are two scenarios when, during the clip detachment, the person is likely to fall out from the sling, toward the corner where the clip is not in place: when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional scenarios, that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Additionally, instructions for use (IFU) e.g. 04.sc.00-int1_2 dated october 2014 for passive clip slings used with maxi sky 600, 001.19040.en rev. 7 dated november 2016 for dps spreader bar used with maxi sky 600 lift and 001.14150.33.en rev. 17 dated october 2016 for maxi sky 600 lift include the following: a guidance of how to properly attached sling on spreader bar, the instruction contains also graphic presentation for better understanding, warnings: "to avoid the resident from falling, make sure that the sling attachments are attached securely before or during the lifting process", "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar", "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up". "Make sure that the spreader bar is correctly attached to the lift. An unsecured spreader bar attachment may lead to patient fall". "Make sure the intended route of travel is clear to prevent the patient from bumping any obstruction". From the complaint description, it can be concluded that the issue might have been a consequence of staff hastiness during a resident toileting. The situation that occurred, as reported, was unusual to this patient. It is probable that a staff, being communicated by the resident first that the toileting is finished, raised the lift, however when the resident communicated that more time is needed, the staff lowered the lift again. The situation happened several times. This would suggest that the staff was operating the lift in a rush, not ensuring that the clip remained properly attached to the spreader bar after each raising and lowering, fail to ensure that the route of travel is free from obstruction or using the resident to manipulate the spreader bar. Looking at the provided photographs evidence it can be deemed that there was no issue with the clip or pin. Both had no damages, or failure that could result in the reported event. Also there was no indication from the facility that the equipment failed in any way. Also, the maxi sky 600 inspection did not reveal any anomalies, the maxi sky 600 system, including sling and spreader bar were up to manufacturer's specification. No repairs were required. Basing on the performed previously simulations the sling can detached when used off-label, which means that the caregiver might have used the person in the sling to manipulate the spreader bar and inadvertently pulled off the clip. If a caregiver follows every guideline given in instruction for use there is a really low possibility of any potentially risky situation to occur. Consequently to the above, we come to the conclusion that the event was most likely caused by use error as a reaction to an unusual situation that the staff have encountered, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. The conclusion are to be communicated to the customer. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. In conclusion, the system was used for patient's care and this way contributed to alleged event. The system did not meet its performance specification as the sling clip detached from the spreader bar, resulting in patient fall and serious injury. We report this event to competent authorities due to serious injury sustained by the resident.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during several times of raising and lowering the maxi sky 600 lift and sling for toileting purposes, the sling clip detached from spreader bar of lift, resulting in resident fell. The resident sustained minor bump / abrasion, which developed into deep hematoma and developed topical cellulitis. Mildly managed at first by facility until the hematoma kept swelling; administered antibiotics first until swelling went down, but when it increased again, hospitalized and the hematoma was incised and drained.